Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Button alarm occurred in the past and customer was unsure on how the button alarm was caused. Customer's blood glucose level was not impacted. Tandem technical support educated the customer on how to prevent button alarms from occurring.